Manufacturer narrative:
Follow-up #1: date of submission 04/27/2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during investigation, a review of the pump¿s black box showed that data from the event was overwritten. The cgm history showed one cs215 cgm failure alarm. During testing, a test transmitter was paired with the pump successfully. The blood glucose (bg) value was set to 120 mg/dl twice within 2 hours and both bg calibration requests were entered successfully. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No cs 215 alarms or other warnings occurred. The pump was found to perform within specification. The pump¿s cover was removed and no intermittent condition was found to the cgm module or to the printed circuit board. The complaint of a cgm issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an unspecified issue between the pump and the continuous glucose monitor. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.